Manufacturer narrative:
Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup and ball. The thrombus ring was denatured and also appeared to form in laminated layers, indicating that the thrombus developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although a root cause for the observed thrombus could not be conclusively determined through this evaluation, it was obstructing approximately 20 percent of the blood flow path and could have contributed to the reported hemolysis. In addition, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and lodged between the stator blades. The thrombus lacked laminated layering, suggesting that it did not develop in this location; however, the origin of the thrombus could not be conclusively determined. Although a duration of time for which the thrombus was present in the pump could not be conclusively determined, the areas of denaturation adjacent to the outlet bearing ball as well as the contact marks present on the outlet portion of the rotor and outlet bearing cup indicate that the thrombus was present while the pump was operating. Although a root cause for the observed thrombus could not be conclusively determined through this evaluation, it was obstructing approximately 50 percent of the blood flow path and could have contributed to the reported hemolysis. Evaluation of the inflow conduit revealed that it appeared to have been angled against the left ventricle. White tissue ingrowth was adhered around the proximal edge of the inlet tube. Significant tissue growth was also present over the opening of the inlet tube, obstructing approximately 30 percent of the blood flow path. A cause for the position of the inflow conduit could not be identified; however, the partial tissue obstruction over the inlet tube could have also potentially contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital after laboratory results indicated the patient had elevated lactate dehydrogenase (ldh) and hemolysis. The patient was started on aspirin, warfarin and persantine. The patient was increased to transplant status 1a and received a transplant on (B)(6) 2015.